Event description:
The hospital reported that there was a problem with the suction cup and blood got into the line. The procedure was completed "with a bypass". Several follow up attempts did not reveal any further information regarding the product problem, nor how the procedure was completed. It was reported that there was no patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.